Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 where the customer reported that when the infusion commenced, the nurse noticed leaking of unspecified chemotherapy medication from the 0.2-micron filter on the giving set. The giving set had been primed with saline, but the clinical trial drug then commenced infusing down the line and the filter started leaking leading to chemo exposure to patient and staff. The chemo spill cleaned up per facility protocol and a spill kit was not use since not required and the line disposed of without any chemo spilling elsewhere. Additional information was provided stating that there were no cuts, holes or defects noted on the product. As the line had to be disposed of while flush running, patient was not able to have full flush after treatment finished, there was also a delay to patient discharge due to this, no medical intervention was necessary. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
A picture showing a primary plum set where the inline filter can be seen. The complaint of leaking filter line can not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.